Event description:
It was reported the pt had not charged the ipg nor had stimulation for 6 months. The sjm rep met with the pt and confirmed the ipg was nonresponsive. It was reported the pt wanted to have the ipg replaced. Follow-up identified the physician replaced the ipg. It was reported the system was functioning postoperative and the pt received effective stimulation coverage.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.